Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion during therapy in the oncology care area. A glass bottle containing 1000 ml of medication was set to infuse over a period of 24 hours. When the infusion was checked after 12 hours it was noted that 600 ml was remaining in the bottle, and that the bottle had not been properly vented. Once the bottle was vented the infusion ran as expected. It was also reported that there was no pt injury.